Event description:
It was reported that the gray silicone part of the connector was broken. The patient cable was replaced and returned. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).